Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8116-50, serial # (B)(4), description: artisan surgical lead, 50cm; model # rd1062-r01, serial # (B)(4), description: neurocardiac therapy(nct) lead.

Event description:
A report was received that a patient was administered antibiotics and the wound site was noted as being bruised. There were no visible signs of infection.

Manufacturer narrative:
Additional information was received that the bruising was at the site of an implantable cardio-defibrillator (ICD) from a routine placement. The bruising and administering of antibiotics were not related to the ipg.

Event description:
A report was received that a patient was administered antibiotics and the wound site was noted as being bruised. There were no visible signs of infection.